Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
No patient involved. Device switches on but no status indicator.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device history records for the returned sam 500p device were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the dispatch of the sam 500p from heartsine technologies, belfast on 1st september 2012. On receipt of the device the history and memory logs were downloaded. The history log for this device showed that the pad-pak was first installed on (B)(6) 2013 and that it had performed to specification up to (B)(6) 2017. The device records multiple power ups between (B)(6) 2017, mainly of under one minute in duration. The returned pad-pak was inserted into the device and had successfully passed an auto self-test then passed a self-test during a manual power cycle. No status indicator was observed throughout. Additionally, there were no instructional leds present. The device continued to give audio prompts as expected. The device was disassembled to investigate. After further investigation it was found that the report fault was due to a misaligned membrane tail that had been incorrectly installed. This misalignment of the membrane tail resulted in the lack of a flashing status indicator, this would confirm the reported fault. Further misalignments along the membrane tail resulted in the absence of all instructional leds. This did not affect the devices ability to successfully deliver shock therapy as the user would have been prompted to do so via the audio prompts, as demonstrated during the investigation. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.